Event description:
Breast implant slides to the side. Consumer stated, it is not the right size and doesn't think the operation was "completely done." Consumer cannot get any info and does not know who the dr was that performed the implantation surgery. Pt wants them removed and corrected.